Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that a lighting defect was occurring in a power light emitting diode (led) and no alarm sounded. There was no patient involvement.